Manufacturer narrative:
The invacare rep provided a photograph of the electric actuator. The photograph shows that the mounting holes on the shaft extension of the actuator are worn through, which would result in the actuator becoming detached from the boom at the mounting bracket, as described. The most likely cause for this is due to improper maintenance and/or placement of the bushing during initial assembly/maintenance by the purchaser of the lift. If the bushing is not in place then the metal-to-metal contact, between the shaft extension of the actuator and the shoulder bolt, will cause wear after considerable use. The maintenance safety inspection checklist within the lift owner's manual instructs to inspect the hardware connecting the actuator assembly to the mast and boom and to check for wear or deterioration on a monthly basis. Any defective parts should be replaced immediately. Should additional information become available, a supplemental record will be filed.

Event description:
The mounting bracket at the end of the actuator has broken off of the rpl450-1 lift. There was no patient involvement.